Event description:
Reference MFR report number 3006705815-2019-01207. Additional information received stated that the patient's leads were explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01207. It was reported the patient had low impedances and experienced loss of stimulation. Patient was reprogrammed and was able gain bilateral coverage with lead contacts 1-8. X-rays indicated the lead had migrated. Surgical intervention is planned to address the issue.